Event description:
After opening ioban foil package, the package was held up to a light and a hole was discovered and therefore contaminated. The contaminated ioban was discarded. The patient was in the room and it caused about a two minute delay.